Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, it had a pyxis was not auto-populating patient's information for the med station. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-jan-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was not auto-populating patient's information. The field service engineer cleared unnecessary files to free up space and allow customer support center (csc) to establish a remote session. The csc agent successfully connected and performed a full data synchronization. The technical support specialist confirmed that the synchronization process completed without errors, and all data was now up to date. After full synchronization completed and disconnected mode icon was no longer showing on station. The system functioned as intended after the csc and technical support specialist resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, it had a pyxis was not auto-populating patient's information for the med station. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.